Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 14560663 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had transient ischemic attack and they wanted to take magnetic resonance imaging (MRI) of her brain but they cannot until the patients scs was removed. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had transient ischemic attack and they wanted to take magnetic resonance imaging (MRI) of her brain but they cannot until the patients scs was removed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients transient ischemic attack was not device related and the cause was unknown. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added for more coverage of the upper back. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had transient ischemic attack and they wanted to take magnetic resonance imaging (MRI) of her brain but they cannot until the patients scs was removed. The patient will undergo an explant procedure.